Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 10/11/2012; electrode belt- 4/24/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and had lost consciousness prior to passing. It was reported that hospital staff attempted to resuscitate the patient. Review of the patient's download data revealed that prior to passing, the patient received one external defibrillation, and two appropriate treatments from the lifevest. At 11:28:12, the patient received the external defibrillation. The patient's rhythm at the time of the treatment was vt at 170 bpm for 2 seconds prior to the treatment. The post-shock rhythm was obscured by CPR and motion artifact. At 11:31:04, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 150 bpm with CPR and motion artifact, and the post-shock rhythm also vt at 150 bpm with CPR and motion artifact. At 11:31:35, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 150 bpm with CPR and motion artifact, and the post-shock rhythm also vt at 150 bpm with CPR and motion artifact. Per review of the patient's continuous ECG recordings, from 11:33:04 to 11:46:13, the patient's rhythm was vf with CPR and motion artifact. The rhythm then slows to an idioventricular rhythm at 20 bpm degrading to asystole. The CPR and motion artifact while the patient was in vf, prevented the lifevest from delivering a treatment during this time. The device was shut down at 11:46:13.